Event description:
It was reported that the insertable cardiac monitor (icm) could not be connected to and had no transmissions since 2022. The patient mobile monitor (pmm) would not connect to the device. Technical services (ts) recommended using a donut magnet over the device or possibly using xray for location of the icm. Ts also thought the connection could be due to the icm reaching end of service (eos) due to premature battery depletion. The device was explanted and a new icm was implanted as replacement. The device will be returned for investigation. No adverse patient effects were reported.

Manufacturer narrative:
Correction field h6: impact codes.

Event description:
It was reported that the insertable cardiac monitor (icm) could not be connected to and had no transmissions since 2022. The patient mobile monitor (pmm) would not connect to the device. Technical services (ts) recommended using a donut magnet over the device or possibly using xray for location of the icm. Ts also thought the connection could be due to the icm reaching end of service (eos) due to premature battery depletion. The device was explanted and a new icm was implanted as replacement. The device will be returned for investigation. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) could not be connected to and had no transmissions since 2022. The patient mobile monitor (pmm) would not connect to the device. Technical services (ts) recommended using a donut magnet over the device or possibly using xray for location of the icm. Ts also thought the connection could be due to the icm reaching end of service (eos) due to premature battery depletion. Additional information was received that the device was explanted and a new icm was implanted as replacement. The device has been returned for investigation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.